Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/07/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred . The sensor was inserted on the abdomen, on (B)(6) 2016. No additional event or patient information is available. The receiver data log was reviewed on 09/14/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.